Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Unable to review sterilization and lot history records due to the lot number not being provided.

Event description:
Report received from (B)(6) stating: "sleeve is recognized as too soft. It turns inside the incision or folds itself back. The irrigation then stops. The incision was enlarged and the sleeve was changed during procedure."